Event description:
The notification received from the study indicated that approximately eight months after the index procedure, the patient died. Unsuccessful attempts were made to obtain additional information. Pta was performed on an 85% stenosed lesion in the right left internal carotid of 10mm in length of 5.5mm in diameter. The patient was asymptomatic. The lesion was eccentric. The quantitative lesion calcification was moderate and circumferential. The vessel tortuosity was mild and the arch type was ii. The lesion was pre-dilated and an angioguard distal protection device (601814ec, lot no. 70507509) was successfully deployed and retrieved without technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent ((p08030rxc, lot no. 13250350) was deployed in the target lesion without any technical problems. The residual diameter stenosis was 10%. The procedure was completed and the patient left the angio suite neurologically intact. Pre and post-procedure medications included clopidogrel and aspirin. The maximum ck was 40 with a maximum upper limit of 234. The ck-mb was 1.0 with a maximum upper limit of 6.0 ng/ml. The patient was discharged on the day following the procedure.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information has been requested but has not been forthcoming. The notification received for the study indicated that approximately eight months after the implantation of a precise stent in the right internal carotid artery, the patient died. The cause of death was unk. The patient's medical history included hyperlipidaemia, cardiac arrythmia, coronary artery disease, coronary percutaneous revascularization and hypertension. Several attempts were made to retrieve more information about the cause of death without success. The product remained implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. It is our intention to report conservatively when information is not available. Based on the limited information available, it is not possible to draw a conclusion about a clinical relationship between the device and the event.